Manufacturer narrative:
A follow up report will be submitted upon the completion of the investigation into this event. A review of medical records noted abdominal pain post c-section and hernia repair required elective explant of mesh 3 years post implant. Findings at explant revealed a diastasis of the posterior abdominal wall with exposure of unclosed peritoneum from c-section. Mesh was removed. No sign of inflammation or infection. Diastasis was repaired. (A diastasis recti is a separation of the rectus abdominis muscle or the outermost abdominal muscles. When the muscles separate, the connective tissue that joins them stretches.)

Event description:
This event is deemed reportable based on the allegations in a pre-suit claim which, while unsubstantiated, suggest that a reportable event may have occurred during use of atrium medicals mesh product. Claimant had mesh implanted for umbilical hernia and mesh was explanted due to chronic debilitating pain. Since this is a legal matter, the case has been turned over to legal counsel and further information obtained through investigation or discovery may fall under the attorney/client and/or work product privilege. However, atrium will supplement this report as appropriate if additional information comes to its attention.

Manufacturer narrative:
A review of all manufacturing lot history and sterilization records was conducted. All in-process specifications and release criteria were met, including seal strength testing on both the pre-and-post-sterile packaging. Ball burst and suture retention testing was also conducted on the mesh at incoming and fourier transform infrared spectroscopy was performed on the cured coated mesh panels.